Event description:
A pt/layperson alleged to a customer care associate, cca, in 2007 that she had been hospitalized due to using ultra test strip that were from vials containing holes. The meter was set to the correct unit of measure, mg/dl. This senior medical affairs specialist spoke with the pt on the folowing day, who shared the following. One month earlier, the pt's three daily blood glucose self test ranged from 27 to 40, with no high or low symptoms. "I felt normal." The visiting nurse gave no insulin based upon the result and the pt was instructed not to take her metformin. Although the pt felt normal, her physician arranged hospitalization on that day without seeing her, possibly because she also was bed bound and recuperating from post ovarian cancer surgery and "a brain injury". The pt was admitted directly to a room. During the three-day stay, her blood glucose on the hospital meter ranged from 175 to 230. She was treated based upon her usual insulin regime that she does not know because the visiting nurse always fills the syringe an injects. Before discharge, the staff compared her meter using her own strips (27 mg/dl) with the hospital's meter and strips (189 mg/dl). At that time, the staff reportedly noted a hole in the pt's strip vial. She was advised to contact lifescan. She believes her doctor, who reportedly now has the strip vials, may also have reported the issue to lifescan. She has symptoms if her blood glucose is in the 20's or 30's. Also, she has symptoms of sleepiness, blurry vision, and frequent urination when it is over 240. Although her current hematocrit is unk to her, she was transfused due to internal bleeding after being diagnosed with ovarian cancer prior to the may 4 admit. Because the pt alleged she experienced false low results with the meter and test-strips that resulted in insulin being withheld for two days, followed by hospitalization and insulin treatment, the complaint is reported as a serious injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. D4 info is not known because product no longer available to pt.